Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted.  If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip and bearings of the craniotome device were damaged, the ball bearings fell apart, the device was missing the ball and the cage did not exist. It was also observed that the crane bracket was damaged (abrasion). It was noted in the service order that the device bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that the device was cosmetically defective and had "clatter". The device also failed pretest for visual assessment, cutter insertion, lock operation and temperature (zero). Therefore the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed the cutter insertion test due to worn out bearings, the neuro-tip leg had been drilled into, and the color bands were faded. An assessment was performed which found that the bearings were worn out and loose creating a situation whereby the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment, not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings (normal wear). It was further determined that the faded color bands were also due to normal wear. It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and to come into contact with the neuro-tip leg. The damage was caused by user error. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.